Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The technical service representative (tsr) assisted the home patient (hp) to check the setup which found nothing wrong. There was no leaks and the final bag was still full. The hp would disconnect and contact the nurse for instructions on completing therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter spoke with the hp and the hp stated that they could not see anything visibly wrong with cassette and did not know what had caused the alarm. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was not performed as the lot number was unknown. Additional investigation is being conducted through (B)(4).